Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms the trial has a large crack in it. The device does have multiple scratches and burrs in the plastic. The device shows significant signs of wear usage. This instrument was manufactured in 2015. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the poly trial cracked down the middle. No injuries or delays reported. Backup device available.